Manufacturer narrative:
A visual examination of the returned device found one jaw broken at the throat, the coil was elongated at distal end and kinks were noted along the coil. Functionally, the returned unit was not tested due to the sample return condition. Further analysis found tension and compression zones which suggest a bending action at the failure site. The failure surface exhibited dimples rupture which correspond to the tension zone. Furthermore, the failure surface also exhibited smeared material and mechanical marks most likely due to a post fracture event. No material anomalies were noted. . No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the jaw broke. Based on the material analysis, the fracture likely occurred due a bending overload. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, when the forceps was opened after advancing through the scope, only one side of the jaws opened. Reportedly, the jaws were broken; however, the exact type of damage that is present is not currently known. No parts detached or fell within the patient. The forceps device was removed from the patient without issue, and then the procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, when the forceps was opened after advancing through the scope, only one side of the jaws opened. Reportedly, the jaws were broken; however, the exact type of damage that is present is not currently known. No parts detached or fell within the patient. The forceps device was removed from the patient without issue, and then the procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.